Event description:
It was reported that during a peripheral stenting treatment procedure, inadequate lesion coverage occurred. The target lesion was located in the right superficial femoral artery. The physician placed a 6f non-bsc guiding sheath and placed a non-bsc guide catheter. The physician treated the target lesion with pre-dilation, using a non-bsc 4.0mm balloon, then with placement of a 7x118x75mm epic stent. The epic stent was considered well opposed to the vessel wall and fully deployed, however, the stent covered approximately 80mm of the target lesion. To fully address the target lesion the physician completed the procedure with a non-bsc stent. No other complications were reported and the patient's post-procedure condition is reported as fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).